Event description:
It was reported that during a stenting treatment procedure, stent damage occurred the target lesion was located in the moderately tortuous and moderately calcified left anterior coronary artery. During the procedure, the physician had difficulty deploying 4.00x38mm promus element and the stent was deformed. The procedure was completed with another 4.00x38mm promus element. No patient complications were reported and the status of the patient is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Upon advancement of the 4.0 x 38 mm promus element stent the physician noted resistance advancing the device and the stent was deformed. The procedure was completed with another 4.0 x 38 mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the inner shaft was buckled 2.5 mm from the distal tip. Magnified inspection revealed a longitudinal tear in the balloon wall 4 mm proximally from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).